Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified vessel. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. The device was not returned to the boston scientific site for analysis. No images or procedural media was received from the customer; the reported allegation cannot be confirmed. Based on the event description, it is most likely an interaction occurred between the balloon and the patient's anatomy that contributed to the reported event. The patient's anatomy was a moderately tortuous and severely calcified; these anatomical features most likely contributed to the balloon rupture. The investigation did not identify any indication of any design or manufacturing issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified vessel. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. No patient complications were reported.